Event description:
It was reported that the cardiac resynchronization therapy device did not meet expected longevity. It was also reported that the left ventricular (lv) lead had elevated thresholds and no capture at 5.0v at 1.0ms. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2006; 6947 implantable tachy lead, (B)(6) 2011. (B)(4).